Event description:
The patient reports their pump is not loading the hizentra syringes. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if pump is available for possible return. Unknown if md is aware. Dose/amount: hizentra 20% pfs - 7mg. Hizentra 20% pfs indication: common variable immunodeficiency, unspecified; common variable immunodeficiency with predominant abnormalities of b-cell numbers and function. Did patient miss a dose or have an interruption to therapy? Unknown. Did adverse event(s) result due to product issue? Unknown did pharmacy replace device? Yes, it is device associated with event available for return? Unknown.